Manufacturer narrative:
Follow-up #1: date of submission 06/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/05/2014 with the following findings: the pump boots to the verify screen with audible and vibratory features. An ezprime sequence was successfully completed. Pump was exercised for 24hr duration period; no self priming occurred during this time period. No hypertensive keys were observed on the keypad. A 10u prime was manually completed and accurately recorded in pump history. Unable to duplicate the complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history settings issue. The reporter stated that the new cartridge was reading 89 units yesterday and now it is reading 9 units. The reporter stated that the patient did not use this much insulin. Troubleshooting with reporter confirmed that this amount is accurate after adding up all the boluses and primes that have occurred since last cartridge change. The reporter insists that the patient or school nurse did not prime the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.